Manufacturer narrative:
Additional information received stated the lens was scrapped. The device is not available for evaluation. Device evaluation: product testing could not be performed because the product was not returned manufacturing records review: manufacturing records review was not reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: considering the limited information available it cannot be determined if there is a product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown/ not provided. Serial #: unknown/ not provided. Expiration date: unknown as the serial number was not provided. Implant date: unknown if the lens was implanted. Explant date: unknown if the lens was implanted and therefore unknown if explanted. (B)(6). Device manufacture date: unknown as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a notch in the intraocular lens (iol) after insertion into the patient's operative eye. No further information was provided.